Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during atrial lead implant procedure, when the tip was tested before inserting the lead into the patient, no issue was found. While controlling the atrial lead during advancement, resistance was encountered at the superior vena cava (svc). Fluoroscopy check revealed the tip was being extended. The physician retracted the tip under fluoroscopy, however, the tip did not retract. The atrial lead was removed, and replaced with another of the same lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual summary analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during atrial lead implant procedure, when the tip was tested before inserting the lead into the patient, no issue was found. While controlling the atrial lead during advancement, resistance was encountered at the superior vena cava (svc). Fluoroscopy check revealed the tip was being extended. The physician retracted the tip under fluoroscopy, however, the tip did not retract. The atrial lead was removed, and replaced with another of the same lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.